Event description:
It was initially reported to boston scientific corporation on march 25, 2009, that a 20fr safety peg pull was used in a peg placement procedure. The date of the procedure is unk. Pt's age, weight and gender were not provided. Per the complainant, while unpacking the kit during a peg procedure, the forceps got bent. The procedure was completed with another 20fr safety peg pull. There was no pt contact with the suspect device. There has been no report of pt complications or injury due to this event. Post procedure, the pt's status was reported to be good. Based on the findings in the investigation and additional follow-up info from the user facility, this is now deemed a reportable event. The device was received with one jaw broken off. Follow-up info from the user facility indicated that it was broken off when the doctor actuated to open the forceps.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unk. Visual examination of the returned device revealed no residue was present to indicate use. One jaw of the hemostat was broken off jaggedly. The break occurred 3.1 centimeters from the distal end of the jaw. The root cause of the device breakage is undetermined. (B)(4).